Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manu facturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports: the patient had a foley catheter inserted and upon removal, the balloon would not deflate.